Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor alert. Customer's blood glucose level was 170 mg/dl. Customer stated insulin squirt out during manual prime. Customer stated insulin pump was not bumped or dropped. Customer states drive support cap appears to be normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify a33 alarm or prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test.